Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received an email with instructions for resetting the pump and mentioned they would call back to tandem technical support if any further issues arose.